Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had an unrelated surgery on (B)(6) 2020 during which the ipg was not put into surgery mode. In turn, the ipg was unable to communicate with external device and patient could not restart therapy. Troubleshooting resolved the issue.